Event description:
The manufacturer was contacted by voluntary medwatch (mw 5110920) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient visualized black particles. The patient alleges to have headaches, shortness of breath and congestion. There was no report of serious patient harm or injury. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles, headaches, shortness of breath and congestion related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res (B)(4). Therefore, there is no allegation of a reportable event associated with the device at this time.